Event description:
Based on the medical records provided by the pt: (B)(6) 2010 - the pt underwent repair of right inguinal hernia with perfix plug. The mesh was anchored to the pubic tubercle interiorly. The lateral edges of the mesh were sutured to the edge of the inguinal ligament. The pt reported increased pain beginning in (B)(6) 2011.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reported increased pain (B)(6) 2011 during physical activity and stretching. The provided medical records do no include physician notes documenting reports of pain. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, the mesh remains implanted. With the currently available info, no conclusion can be drawn.